Event description:
During baxter's functionality testing it was found that a spectrum pump experienced a delayed keypad response. There was no pt involvement.

Manufacturer narrative:
(B)(4). During baxter's eval, the delayed keypad response was confirmed and was reproduced. The delay observed was approx 3 seconds. Eval determined the cause of the identified symptom to be a failed processor printed circuit board. The failed processor printed circuit board was replaced.